Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9 (date returned to mfg), h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the light guide (lg) bundle (interrupted and yellowed), light guide (lg) cover glass chipped, charged coupled device (ccd) glass cracked, the universal cord broken, up board and shell cracked. Based on the investigation results, the dark image is caused by the charged coupled device glass cracked, lg cover glass chipped, and the light guide bundle interrupted and yellowed. A root cause for the component failures could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presents an 'image is dark' issue. The issue occurred during the cleaning and disinfection process. There were no reports of patient involvement.